Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 70% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 4.5mm and the lesion length was 15mm. A 4.5x20mm liberte stent was implanted. An additional procedure was performed in the target lesion; placement of an additional liberte stent to treat a dissection. Residual stenosis was 0%. The procedure was technically successful. The patient was discharged three days after the index procedure without angina or silent ischemia. The discharge medications were aspirin 75mg daily for an indefinite period and clopidogrel 75mg daily for 1 month.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.